Event description:
The system fault occurred during a procedure.

Manufacturer narrative:
The system fault occurred during a procedure. The system detected a potential hardware issue that would require a reboot to clear the message. The customer continued the case with a manual approach. No patient injury was reported and the system responded as designed when detecting a fault condition. Subsequent to the initial evaluation, additional review determined that in this specific case, the error message was incorrectly activated and no actual hardware fault existed.